Event description:
After injecting the lovenox to the patient, the nurse pushed the plunger to activate the safety shield, but it did not activate. The tip of the needle scratched the nurses left index finger. The nurse reports it took two hands to activate the safety shield.